Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchultra2 meter read inaccurately erratic . The complaint was classified based on the customer care advocate (cca) documentation, customer care advocate (cca) attempting to follow-up with the patient, unsuccessfully and this medical surveillance specialist listening to the call recording. The cca was advised by the patient that at on (B)(6) 2015 during the evening. The patient alleged obtaining an inaccurate result of around 377 and around 50mg/dl with the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for precision/accuracy. The patient stated they manage his diabetes with an insulin (self-adjuster) and eye drops. The patient confirmed that he took his normal dose of medication (including sliding scale) in response to the product issue. The reporter claims the patient developed symptoms of blurry vision&#55347;0 minutes after the product issue. The patient confirmed he does get blurry vision from time to time as he is unable to control his blood sugar level due to the inaccuracy of the meter; the patient also confirmed his a1cs are high. The patient denied receiving medical treatment due to the product issue; however he did confirm he took eye drops to treat his blurry vision, 30 minutes after the product issue occurred on (B)(6) 2015 in the evening. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient.this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.